Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was no adverse impact or consequence reported as a result of this event.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Z-0958-2020. (B)(4). Sw = 4.10d. The unit passed displacement test. The unit was received with a crack in the battery tube that starts at the corner of the belt clip rails and extends to the top of the unit where the battery threads are located. The unit was also received with a broken off piece from the reservoir tube lip, and a retainer ring that partially detaches from the reservoir tube lip at the lateral side. Inserted a test p-cap into the retainer ring, and it locked in place properly.